Event description:
Tip of wire broke off 2cm distal tip-within pt's right renal calyx. Tip of wire was retrieved during a planned surgery in 2007 with no harm to the pt. Dates of use: in 2007. Diagnosis or reason for use: access for pcnl stone removal. Event abate after use stopped or dose reduced? No.